Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged. It was noted that pacing inhibition occurred, however, the patient didn't experience asystole. This rv lead was explanted and replaced. No additional adverse patient effects were reported.